Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the explanted generator. An end of service (eos) condition was found in the pa laboratory. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an end-of-service condition. A battery life estimation resulted in 0.86 years remaining before the near-end-of-service (neos) is set to yes. However, an incomplete programming history (two-year gap) indicates the estimation does not use all the data required to make an accurate estimation. Therefore, the electrical performance of the generator, as measured in the pa lab, was used to conclude that no anomalies exist and the eos condition is an expected event. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids, (addressing the allegations of "muscle spasm(s)"). The pulse generator module performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
On (B)(6) 2012 it was reported that the vns patient underwent battery replacement on (B)(6) 2012, for an unknown reason. It was later discovered on (B)(6) 2012, that it was replaced "due to defective device". It was reported on (B)(6) 2011, that a vns patient was being seen at the clinic for the first time and the patient's mother reported a vibration or muscle quivering sensation coming from the patient's chest for the past 6 years which occurs intermittently. It is also occurring in the neck area however it is unclear whether or not this is occurring with device stimulation. The mother thought the patient had a heart issue however the patient wore a heart monitor and no issues were found but the quiver could be seen on the monitor. The patient does have a history of heart attack prior to being implanted with vns. The patient's settings are output=2.5ma/frequency=20hz/pulse width=500usec/on time=7sec/off time=0.3min/magnet output=3ma/magnet pulse width=500usec/magnet on time=30sec. Systems diagnostics were performed which resulted in output=ok/lead impedance=ok/dcdc=1/eri=no. Normal mode diagnostics resulted in output=ok/lead impedance=ok/dcdc=3/eri=no. The nurse practitioner was going to lower the output current to 2.25ma to see if the issue resolved. The patient's previously physician tried to tape the magnet over the device to see if the issue resolved however the muscle spasms continued. Good faith attempts to obtain additional information were unsuccessful to date. The explanted generator was returned for product analysis on (B)(6) 2012, that is still underway and has not yet been completed.

Manufacturer narrative:
.